Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the 5max ace was used for the first pass to remove thrombus. Thereafter, another manufacturer's stent retriever was used as a second device. However, the 24-hour post-procedural magnetic resonance imaging (MRI) revealed that the patient suffered intracranial hemorrhage in the m2 segment of the mca. The patient was given anti-hypertensive therapy and analgesics to treat the hemorrhage. The patient was then discharged from the hospital to a rehabilitation center for further rehabilitation. This hemorrhage was adjudicated to be a non-serious adverse event with a possible relationship to the 5max ace.